Event description:
An article from the congress of the japan transcatheter valve therapies, program and abstract ; report a case of 85 years female implanted with a19mm sjm trifecta valve for aortic stenosis on an unknown date in 2015. The patient complained shortness of breath on exertion on an unknown date in (B)(6) 2022 and was hospitalized due to a diagnosis as uncompensated heart failure. Echocardiography revealed severe aortic valve insufficiency due to incomplete valve opening and closing. Because the patient was frail and old, re-thoracotomy was avoided. The height of the right coronary artery (rca) at the valsalva was confirmed 8 mm by preoperative computerized tomography (CT) which was lower than ideal location if tavr (transcatheter aortic valve replacement) was selected though, there was enough distance from the valve to coronary ostium. Therefore it was decided to conduct tavr. In order to obtain large aortic valve effective orifice area (eoa) as much as it could, self-expandable valve was selected (non-abbott device). The right femoral artery was revealed and incised then a (non-abbott device) was attempted to be inserted. However the catheter became difficult to advance at the external iliac artery due to stenosis of the inner lumen and calcification. The vessel was dilated by a 7mm balloon catheter then the (non-abbott device) was finally able to be inserted to intended position. The non-abbott device was successfully implanted within the trifecta valve under controlled pacing. The non-abbott sheath was removed until proximal over the insertion difficult area. No blood pressure decline was observed. The angiography for the iliac artery detected vessel dissection and inner diameter stenosis. Therefore 8.0/60mm non-abbott stent was implanted from the right common iliac artery to the right external iliac artery. Final angiogram confirmed that there was no problem for the peripheral blood flow. [The primary author and corresponding author of this article is saegusa, tatsuya , md ,1-chome-3 asahi matsumoto, nagano 390-0802 japan].

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
Summarized patient outcomes/complications of trifecta valve post-implant were reported in a research article in a subject population with unknown co-morbidities including. Some of the complications reported were aortic valve insufficiency, stenosis, shortness of breath, and calcification; these complications are anticipated for the procedure and the subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.